Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot code since its release for distribution. The investigation could no verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or add'l info be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Pt revised to address loose cup.

Manufacturer narrative:
The report states: patient revised to address loose cup. Doi (B)(6) 2006 dor (B)(6) 2009 (right hip). Update: 5/13/2011 - the revision operative report was received. Surgery note indicates that there was purulent material. Additionally noted was significant crevice corrosion on the morse taper fitting. The complaint was reopened to add product based on new information. The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot code combinations since their release for distribution. The investigation could not verify or identify any evidence of product error with regard to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.